Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits. The baseline testing completed on the device found no failing conditions. All testing that was completed on the device passed or was not applicable, therefore no problem was detected.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements on this right ventricular (rv) lead. Boston scientific technical services (ts) recommended to monitor and reprogramming options were discussed. Further information was received that this device was explanted and replaced due to normal battery depletion (nbd). No adverse patient effects were reported. This device has been received for analysis.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements on this right ventricular (rv) lead. Boston scientific technical services (ts) recommended to monitor and reprogramming options were discussed. Further information was received that this device was explanted and replaced due to normal battery depletion (nbd). No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements on this right ventricular (rv) lead. Boston scientific technical services (ts) recommended to monitor and reprogramming options were discussed. No adverse patient effects were reported. At this time, this device system remains in service.